Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. It was noted that the right ventricular (rv) lead exhibited noise, and lead failure was suspected. Reprogramming was performed, and the detections were turned off. Later, the lead was capped and replaced. No patient complications have been reported as a result of this event.